Event description:
It was reported that the customer experienced low blood glucose. The customer's blood glucose at the time of admission was 26 mg/dl. The customer stated that she was not taken to the hospital. The customer stated that, prior to the hospital, she had changed her diet and adjusted her basal rates. The customer believed this to be the cause of the adverse low blood glucose event. The customer stated that she would seek assistance from her healthcare provider to make adjustments. The customer further stated that the paramedics were contacted within the past three weeks prior. The customer declined troubleshooting. The customer stated she would call back if further assistance was needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.